Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician encountered resistance during insertion of the stent. The physician was attempting to place a taxus express2 3.0x24mm drug eluting stent in the mildly calcified, 90% stenosed, right coronary artery. Resistance was met while trying to insert the stent into the y-adapter. When the stent was removed, a macroscopic defect of the stent struts on the tip was noted. The procedure was completed with a different device. No pt complications were reported. Pt is reported to be in satisfactory condition.